Manufacturer narrative:
Citation: ihlberg et al. Early clinical outcome of aortic transcatheter valve-in-valve implantation in the nordic countries. J thorac cardiovasc surg. 2013 nov;146(5):1047-54; discussion 1054. Doi: 10.1016/j.jtcvs.2013.06.045. Epub 2013 aug 30. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes following aortic transcatheter valve-in-valve implantation. All data were collected from the nordic valve-in-valve registry from may 2008 to january 2012. The study population included 45 patients who were predominantly male with a mean age of 80.6 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients 12 were implanted with a medtronic corevalve bioprosthetic valve. No unique device identifier numbers were provided. Among all patients there were nine deaths: two within 30-days of implant and seven during the follow-up period with a mean of 14.4 months. One female patient was implanted with a non-medtronic transcatheter valve inside of a previously implanted medtronic freestyle aortic root bioprosthesis. She experienced a periprocedural myocardial infarction and died two days following the procedure. A follow-up autopsy revealed the left coronary ostium was partially obstructed by the torn porcine leaflet of the freestyle bioprosthesis. No further details were provided on this death. Based on the available information medtronic product was directly associated with the death. None of the additional eight deaths that occurred during the study were attributed to medtronic product.